Event description:
It was reported that a premature transmitter pairing loop occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(6) device pairing test was performed and passed. A review of the bin file was performed and pairing loop found within the investigation window. The allegation was confirmed. The probable could not be determined. In addition, transmitter failed error were found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).